Event description:
Complainant alleged that during a routine shift check by the clinician the device screen displayed a flat ECG trace. The complainant indicated that there was no pt involvement in the rpt'd failure.